Manufacturer narrative:
(B)(4). Date sent: 4/15/2024. D4: batch #220a62 . B3: only event year known: 2024. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the anvil detached, returned and no reload was present. The anvil assembly was examined for visual inspection and the anvil posts appear to be damaged as if the anvil was tearing off the device. No functional test could be performed due to the condition of the device. Based on the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 220a62, and no non-conformances related to the reported complaint condition were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device is not firing. No patient consequence reported.